Manufacturer narrative:
Continued h.6: f2203.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown, "encapsulation" "a hardness in the breast and something different is growing at the breast base, it is swollen and sore, and when she touches it, she feels like a mass in the region", "debris in suspension, which may suggest chemical alteration of the silicone gel.", "small fold in the lower region", " discreet folds and globose shape ". Device has not been explanted on the left side.